Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's insulin gauge would intermittently display incorrect values. Reportedly, the customer loaded cartridges with 275-300 units of insulin and the pump would display a value of 34 units. There was no reported adverse impact to the customer's blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.